Manufacturer narrative:
The expiration date for the hcg reagent was 30-sep-2021. The field service engineer replaced probes. The mixer and probes were calibrated. Performance testing was run and was successful. For the last calibration performed on 06-feb-2021, the first calibrator level signals recovered higher than expected and the second calibrator level signals recovered lower than expected. There were no alarms on the calibration. Control data was not ok as one control level recovered outside of range. Upon review of the alarm trace, an abnormal aspiration alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted in a hcg + beta value of 0.218 iu/l, which was reported outside the laboratory as <1 iu/l (negative) to the patient. The patient complained about the result because she went to another laboratory and the result there was positive using an unknown method. The sample was then repeated on (B)(6) 2021, resulting with a value of 1790 iu/l. The hcg reagent lot number was 470489. The reagent expiration date was requested, but not provided.